Manufacturer narrative:
An arjo technician tested the device, and found it working per product specifications. The users were again instructed on august 7th, 2008 on how to use the lifter.

Event description:
The facility reports the cassette went partially out of the rail. The cassette was pushed back onto the rail by the carer. The same day, the internal medical service informed all departments about the information in the field safety notice. No injuries were reported.